Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list number 09n79-090, which is the same/similar to the alinity m resp-4-plex assay, list number 09n79-096, which received FDA eua approval and the alinity m resp-4-plex assay, list number 09n79-095, which received FDA approval. As the event occurred over multiple run dates, the following mdrs have been submitted with the following date of occurrences: 3005248192-2025-00158, occurrence date 04/14/2025, 3005248192-2025-00159, occurrence date 04/15/2025, 3005248192-2025-00160, occurrence date 04/16/2025.

Event description:
The customer reported false positive results for the flu a target on the alinity m resp-4-plex amp kit from (B)(6) 2025. The positive result is not consistent with the patient history, and the customer retested the sample on the genexpert platform. All of these samples were reported as not detected, according to the retest. Customer also commented that on (B)(6) negative control was reactive twice. All the samples were reported as not detected. The following list of 10 positive samples for flua were run on the alinity m instrument. All the following sample ID (sids) were repeated by genexpert as not detected. Sid: (B)(6), date: (B)(6) 2025, result: 39.49; sid: (B)(6), date: (B)(6) 2025, result: 36.76; sid: (B)(6), date: (B)(6) 2025, result: 38.67; sid: (B)(6), date: (B)(6) 2025, result: 39.39; sid: (B)(6), date: (B)(6) 2025, result: 37.48; sid: (B)(6), date: (B)(6) 2025, result: 37.06; sid: (B)(6), date: (B)(6) 2025, result: 35.26; sid: (B)(6), date: (B)(6) 2025, result: 36.08; sid: (B)(6), date: (B)(6) 2025, result: 35.48; sid: (B)(6), date: (B)(6) 2025, result: 32.05. There was no report of impact to patient management.

Manufacturer narrative:
Corrections: update g4 to n/a as this submission was for a same/ similar product. Investigation is summarized as follows: customer data review the amplification curves for the reported sids and quality control (qc) with error code 9193 displayed normal amplification curves. Touchpoint swabbing was performed on the alinity with negative results and passing qc. An 1803 as- needed maintenance: amp-detect background fluorescence scan and rv well cleaning should be performed to scan the rv wells and clean any affected wells until the scan is passed for all 48 rv wells. Retain/file sample review the file sample evaluation for alinity m resp-4-plex amp kit (list 09n79-090) lot 408297 was performed. The file sample evaluation met all validity and acceptance criteria. Sample replicates and the run controls did not show any error codes or flags and were interpreted correctly by the assay software. The results for the parameters being evaluated were within the lower specification limit (lsl) and the upper specification limit (usl). There were no instances of reactive negative controls detected nor false positive results. The product file sample testing for alinity m resp-4-plex amp kit (list 09n79-090) lot 408297 received a disposition of passed. Therefore, the file sample evaluation testing results did not reproduce the customer's observations. Quality data review device history record / batch record review: review of the manufacturing packet did not identify any events that could have led to the reported complaint. The quality control (qc) amp kit master lot testing for alinity m resp-4-plex amp kit (list 09n79-090) lot 408297 met all validity and acceptance criteria. No events related to the reported complaint were documented during qc testing. CAPA / non-conformance review: a lot specific CAPA search was performed to identify related existing internal quality records to the reported complaint during production or internal use. The lot numbers 408297 and 4082971 were searched. The CAPA review for lot numbers 408297 and 4082971 did not identify any existing internal records or nonconformances related to the reported complaint. A product deficiency was not identified by this review. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated. Complaint trending was completed. List number 09n79 (alinity m resp-4-plex) did not exceed the complaint upper control limit. No trend was identified. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 408297 was not identified.